Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the pump module had an unspecified channel error. The pump was sent in for repair. There was no patient involvement.